Event description:
It was reported the atrial lead was removed due to infection. The lead subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; proximal segment returned and analyzed. Other text : truei capsurefix implantable pacing lead. It was reported the atrial lead was removed due to infection. The lead subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed, mechanical tests performed. Visual examination: component/subassembly failure. Insulation device was out of specification but this does not relate to event. Other (an appropriate device code cannot be identified)